Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the console device bearings and touch pad were damaged. It was further determined that the device failed pretest for foot pedal, rotation direction. It was noted in the service order that the device would not make the motor turn. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was reported in the initial report that the bearings were damaged on the device. Further evaluation determined that the cable/cord/wiring were damaged instead and not the bearings. If additional information should become available, a supplemental medwatch report will be sent accordingly.